Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture. Fluoroscopy was performed, and the rv lead was found to be dislodged. The physician explanted and replaced the ra lead. The patient condition was stable.